Event description:
It was reported that the ilet issued an occlusion alert, delivery was resumed, and subsequent review of alarm history indicated the occlusion occurred about an hour before the user noted elevated glucose of 303 mg/dl. After resumption, the user reported improving values and suspected tubing tape had contributed to the occlusion, with troubleshooting and education completed regarding occlusions. Customer care provided support that included review of device alarm history and confirmation of resumed insulin delivery. Investigation of this case revealed an insulin flow interruption consistent with an occlusion associated with the infusion path, with restoration of delivery resolving the elevated glucose trend. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention and a return toward baseline glucose after resuming delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.